Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.performed voltage test and passed. Pairing with nordic bluetooth device: passed. Transmitter functional tester: passed.. The complaint was confirmed because a permanent loss of connection in the cloud data. A review of the downloaded receiver log confirmed the reported event of a loss of connection a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.